Event description:
It was reported that high impedance was identified on a patient's device through system and normal mode diagnostics. The patient was referred for full revision surgery. No surgery has occurred to date.

Event description:
The patient had full revision surgery due to high impedance. System diagnostics on the date of surgery showed high impedance. The surgeon reported that no x-rays were available. The explanted devices have not been received to date.

Event description:
The generator and lead were received into analysis. Analysis on the lead was approved. Note that a portion of the lead assembly was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Analysis on the generator was approved. An open can measurement of the battery voltage confirmed that the eri flag had been properly set. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification. Therefore, the electrical performance of the generator will be used to conclude that no anomalies exist. The high impedance was most likely due to a fracture in the portion of the lead that was not returned.